Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a vent fail during use. There was no patient injury reported.

Manufacturer narrative:
The device was subject to an on-site evaluation performed by a dräger field service engineer. The reported issue could be confirmed and the motor assembly got replaced in consequence. The log file contains entries indicating that the device has shut-down automatic ventilation due to measured speed fluctuations at the ventilator. Since the device was operated for almost 17 years it can be assumed that the root cause can be attributed to aging of the ventilator motor. Wear-and-tear related abrasion of the collector disc most likely had resulted in development of positions at the circumference of the collector where the motor does not provide mechanic power due to contact interrupts to the carbon brushes; speed fluctuations will be the consequence. The speed fluctuations result in a deviation between measured and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component. No patient consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that there was a vent fail during use. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.